Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolut system, the patient had a medical history of anemia and aortic stenosis. Prior to the procedure, there was a complete occlusion of the right femoral artery, so the left femoral artery was used for primary access, where significant calcium was noted. The initial puncture of the left femoral artery appeared satisfactory, and the system was loaded and advanced; however, it failed to pass the femoral-aortic bifurcation and appeared to be under tension. The system was retracted and removed, and a new system was prepared and advanced through a non-medtronic introducer sheath (esheath), allowing successful valve deployment. After removal of the system, femoral fluoroscopy identified a blockage around the puncture site with no flow to the lower limb from the left femoral artery, although the patient retained moveme nt and sensation in the legs and feet. The vascular surgery team was called, and ballooning of the femoral artery was performed to restore some flow. The patient was placed under general anesthesia, and the vascular radiology team performed a cut down into the left femoral artery, removed calcium from the vessel, and closed the leg with a patch repair. Additional information was received that the minimum diameter of the access vessel was >5.0mm. The injury was identified at the end of the procedure but the exact occurrence was unknown. Per the physicians, the injury was likely caused by heavily diseased vascular anatomy and deployment failure of the non-medtronic (proglide) closure device. The physician did not attribute the injury to the second delivery catheter system (dcs) but indicated it was unknown if the first dcs caused or contributed to the injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012988911); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012862079); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolut system, the patient had a medical history of anemia and aortic stenosis. Prior to the procedure, there was a complete occlusion of the right femoral artery, so the left femoral artery was used for primary access, where significant calcium was noted. The initial puncture of the left femoral artery appeared satisfactory, and the system was loaded and advanced; however, it failed to pass the femoral-aortic bifurcation and appeared to be under tension. The system was retracted and removed, and a new system was prepared and advanced through a non-medtronic introducer sheath (esheath), allowing successful valve deployment. After removal of the system, femoral fluoroscopy identified a blockage around the puncture site with no flow to the lower limb from the left femoral artery, although the patient retained moveme nt and sensation in the legs and feet. The vascular surgery team was called, and ballooning of the femoral artery was performed to restore some flow. The patient was placed under general anesthesia, and the vascular radiology team performed a cut down into the left femoral artery, removed calcium from the vessel, and closed the leg with a patch repair.